Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient did not receive a new pump on (B)(6) 2016 and had a catheter revision only, refer to manufacturer report #3004209178-2017-10677 for details pertaining to that revision. It was indicated that the consumer¿s report that it was thought that the catheter was not in the right location was unknown to the hcp. It was noted that per the surgeon¿s report, no cerebrospinal fluid (csf) could be withdrawn from the catheter access port (cap) but dye infusion through the cap appeared to have intrathecal spread. It was stated that on the clinical side the patient was changed to ¿periodic bolus dosing¿ as actions/interventions taken to resolve the clogged catheter and catheter location issue and noted that the patient reported symptom improvement. It was reported that the myelogram suggested the catheter was subdural. The patient was referred to a different surgeon to resolve the issue. The patient¿s weight at the time of the event was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal and dilaudid via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was indicated that it was thought that the concentration of lioresal was 2000 mcg/ml and the concentration of dilaudid was 10 mg/ml based on the reported information from the printout. It was noted that baclofen was also reported referring to lioresal. The exact statement from the consumer when reading from the printout was ¿it says lioresal and it says 2000 mcg/ml and then infusion 400000 mcg. And then it says concentration baclofen dilaudid 1.0 ml/1.0ml and then baclofen 2000 mcg/ml 767.1 mcg/ml and then dilaudid says mg/ml and below that it says 6.2 mg/ml.¿ it was indicated the consumer couldn¿t find the dose on the printout. It was reported on (B)(6)2017 that the patient was getting a little bit of relief when the patient had the second ¿pump¿ put in last (B)(6) (please note that this report that a second pump was put in is conflicting with the manufacturer's registration records, which show that a second catheter was put in and not a pump) but then about two weeks later, the second week of (B)(6) 2016 the patient started having a lot of hip pain near the buttock. Refer to manufacturer report #3004209178-2017-10677 for details pertaining to the event of the issue with the previous catheter. It was noted that the doctor thought the catheter was clogged and that was when they ordered a myelogram, per the consumer. A myelogram was done on (B)(6) 2017 and it was showing that the catheter was not in the right location, per the consumer. It was noted that it took them two weeks to tell them the results of the myelogram. It was stated that the doctor knew it wasn¿t in the right place but they just closed the patient back up and sent the patient on their way. Physician listings were requested as the patient didn¿t want to go with the same doctor that put the catheter in the wrong place and didn¿t do anything about it and said they put the dye in there. It was noted that the patient used to have a personal therapy manager (ptm) but now the doctor had changed it so that it did ¿it¿ by itself and the patient didn¿t have to use the ptm. No problem with the ptm was mentioned. No further complications were reported. The consumer was redirected to the healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The catheter never seemed to be in the right space and therapy had not really been effective since then. It was noted the patient had a lot of spasms and pain since that time. No known environmental, external, or patient factors were noted to have led or contributed to the issue. The patient was having a catheter revision on (B)(6) 2017 due to a dye study showing that the catheter appeared to be in the epidural space instead of the intrathecal space. At the beginning of the procedure, the surgeon tried to aspirate through the catheter access port, but was unable to get more than a few drops. Dye was then injected which appeared as a blob and it was concluded that the catheter appeared to be epidural instead of intrathecal. The catheter was then cut and a portion of the spinal segment was removed. An 8782 spinal segment was used to place the catheter into the intrathecal space and then connected to the pump segment. The patient's dosage was then lowered back to near the starting dose per the hcp's orders. The event was resolved and the patient was noted to be "alive - no injury". The patient was receiving 2000 mcg/ml baclofen at 115 mcg/day and 10 mg/ml dilaudid at 0.9 mg/day. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial#(B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017-07-11 product type catheter(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from propharma group on 2017-jul-20. It was reported that the patient was hospitalized on (B)(6)2017 for the catheter revision and was discharged on (B)(6)2017. As of (B)(6)20174, the patient¿s hip pain was still ongoing and their spasticity was being managed with oral baclofen as drug titration was being done for the patient due to no getting the full effect. It was reported that the patient was caucasian. It was related that the patient started treatment with lioresal and also compounded baclofen on (B)(6)2014. It was noted that the patient¿s additional medical history included high voltage electrocution ((B)(6)2016; presumed to be ()b)(6)2014, per propharma) resulting in burns and myofascial injuries along with the previously reported c5-c7 incomplete spinal cord injury with spastic quadriparesis and chronic pain (also noted as indications for intrathecal baclofen treatment previously). The patient¿s concomitant medications included diazepam [5 mg] twice daily, tricor (fenofibrate) daily, gabapentin, voltaren (diclofenac sodium) topical, hydrocodone/apap, lyrica (pregabalin), and crestor (rosuvastatin calcium). No additional in formation was provided, per propharma. No further complications were reported or anticipated.